Manufacturer narrative:
One bipolar pacing catheter with attached monoject limited volume syringe was returned for evaluation. The customer report of unable to pace was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon, or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the device was returned and no defect was found, a product non-conformance or device failure associated to manufacturing or design could be confirmed. As part of the manufacturing process 100% of the units go through an electrical inspection.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz pacing catheter it did not pace from the beginning of the transcatheter aortic valve implantation (tavi) procedure. The issue was resolved by replacing the catheter. The brand/size of the used introducer is unknown. There was no allegation of patient injury.